Event description:
It was reported that a malfunction occurred with a code malf 24, but no notable events preceded the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.